Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 9/23/2017 with the following findings: the black box and alarm history showed evidence of consecutive ¿cs052/cs054/cs012¿ call service alarms. The pump¿s ¿ez-prime¿ steps were performed correctly and no call service alarms or any errors, alarms or warnings occurred during the investigation. The investigation was unable to duplicate the initial ¿cs052¿ complaint. The pump¿s cover was removed and there were no intermittent conditions found to the printed circuit board or to the continuous glucose monitoring module. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The reporter contacted animas on (B)(6) 2017 alleging a call service (cs 052/053/054/055 sleep) issue. There was no indication the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.